Event description:
Customer reporting 1 false positive sars result for 1 patient. Patient unknown to be symptomatic or asymptomatic. Customer did confirmation testing with pcr.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.